Event description:
13 yr old white female presented for removal of a portion of spinal instrumentation which had completely disengaged with the rods cantilevered posteriorly, irritating the soft tissue. The pt also had a problem of drainage from the wound sutures. No deep infection was noted around the perioperative area, however the pt was reported to have had prolonged wound drainage from the wound have communicated.